Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is submitted on september 02, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011.

Event description:
Per the clinic, the patient experienced a (performance decrement) leading to device non use; subsequently the device was explanted on (B)(6) 2016. There are no plans to re-implant the patient with a new device.